Manufacturer narrative:
The patient¿s previously reported infection was reported under medwatch MFR report # 2916596-2017-00194. Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient had complaint of recurrent redness at the driveline exit. CT scan demonstrated fluid collection that tracked down to the goretex at the outflow graft. The surgeon opened the area at bedside. Cultures taken did not grow anything. Blood cultures were also (B)(6). Unspecified medication changes were made. The patient was instructed on daily packing and was started on 14 days of oral doxycycline. The patient was to follow-up in clinic after two weeks. The infection was reported as ongoing and the infection site was reported as the pump pocket.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.